Manufacturer narrative:
Patient initials are (B)(6). Patient date of birth/age and weight are unknown. Date of postoperative device breakage is unknown. Additional product codes for this report include hwc. (B)(4). The original implant procedure was performed on an unknown date. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be returned. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure due to the onset of pectoral pain. The patient was originally treated for a pectus defect on an unknown date with the implantation of two (2) titanium sternal locking straight plates and an unknown number of locking screws. Sometime thereafter, the patient began reporting pain in the pectoral area. An x-ray image revealed a break in one (1) of the plates. The patient returned to the operating room on (B)(6) 2016 to undergo a hardware removal. During the procedure, it was discovered that the broken plate had actually broken in two (2) areas, leaving the device in three (3) separate pieces. Concerning the other plate, it was discovered that the pin which holds the plate together had also broken. As a result, the plate was no longer articulating. The surgeon removed all of the originally implanted hardware. The procedure was completed successfully with no reports of surgical delay or additional patient harm. No further information is available. This report is 1 of 2 for (B)(4)..

Manufacturer narrative:
Concomitant medical product: added the concomitant devices to the associated field. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(Lot and UDI numbers), device info. Product investigation summary: the overall complaint condition is confirmed as one plate was received broken. Lot 6760952 was received with the female plate component showing a transverse break between the 3rd and 4th hole from midline and the male plate component showing a transverse break between the 2nd and 3rd hole from midline. As the emergency release (ER) pin component was not received for lot 6741934, the condition of a broken pin could not be confirmed. A (DHR) review, visual inspection, and drawing review were performed as part of this investigation. The root cause could not be definitively determined as there are various unknown factors that could cause the plate to be subject to forces beyond the yield strength of the material. Two of the three components (sternal plate, male and sternal plate, female) were received. These plate halves each show an approximately 45 degree caudal bend between the 2nd and 3rd holes from midline. The plate surfaces also show significant wear and small indents consistent with tool marks. A review of the current design drawing / manufactured revision for the top level assembly, the sternal plate (male component), the sternal plate (female component), and the ER pin component was performed. A design change updated the plate components in december, 2015. As a result of the land width change, the local section modulus was impacted, but without compromising the overall strength of the plate. Since the potential impact of these design elements was considered and shown to have no impact, it can be concluded that the design change has been verified to meet the design intent of the device. The change concerned device etchings and was determined to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The technique guide states that synthes recommends a minimum of three plates in the sternal body for optimal sternal closure following a full sternotomy and that, should one plate be used in combination with stainless steel surgical wires, synthes recommends using a least four wires in the sternal body for closure of a full sternotomy. If two plates are used in combination with stainless steel wires, a minimum of two wires should be used. Device history record review: manufacturing location: (B)(4) - manufacture date: august 10, 2011. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed 5 non-conformance reports / material record reports written against this lot of material. However, none of these ncrs would affect the finished product. Therefore, the material was dispositioned as ¿use as is¿ and did not contribute to the complaint condition. Corrected data: device and MFR info. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.